Event description:
Patient reported that they were unable to put the device into run mode. While troubleshooting the concern, they noticed that insulin had leaked into the device's cartridge chamber. Patient removed the insulin cartridge and "shook the insulin out of the pump". There was no apparent damage to the insulin cartridge. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.